Event description:
In 2009, a doctor reported that restorations placed with maxcem elite cement on four different patients had fallen off.

Manufacturer narrative:
The patients' restorations were recemented with a different lot of maxcem elite without any incident. All patients are doing fine. The actual device involved in the incident was not returned to kerr corporation for evaluation. Therefore, the retain sample was tested for adhesive strength test and the results were found to be within specifications.